Manufacturer narrative:
Without a lot number, synthes is unable to determine a mfg date or mfg site. Subject device has been rec'd, and is currently in the investigation process. No conclusion can be drawn at this time.